Manufacturer narrative:
Additional information: a4, b2, b3, b5, b6 and b7. B5: upon follow-up, it was reported that the patient was treated with ceftazidime (dose of 1000 (unit not reported), discontinued after 21 days) for bacterial peritonitis. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was caused by escherichia coli 10 days after getting admitted for digestive bleeding that required invasive digestive tests. H10: based on additional information received, the pd disposables was determined not to be a factor in the reported adverse event.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. The patient outcome and action taken with pd therapy was unknown.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.